Event description:
Pt reported obtaining back-to-back results of 42 mg/dl, 50 mg/dl, or 60 mg/dl (pt could not recall exact value) and 439 mg/dl, while using the suspect device. Pt did not indicate if therapy was modified based on these values. No pt injury was reported. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.